Manufacturer narrative:
(B)(4). There was no reported product deficiency. Ischemia and restenosis are recognized as known adverse patient events of coronary stenting in the xience v instructions for use (IFU). The positive functional stress test (the reported test results) was likely used to diagnose potential ischemia, which was possibly attributed to the restenosis found in the diagnostic coronary angiography. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Adverse event: ischemia; restenosis. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B)(6) 2005 the patient underwent stenting in the first obtuse marginal artery with one xience v stent. On (B)(6) 2010, the patient was found to have a positive functional stress test without anginal symptoms. The patient underwent a subsequent coronary angiography and revascularization for in-stent restenosis of the obtuse marginal stent. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.